Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported, the customer received a motor error alarm during a prime. Customer's blood glucose was unknown. The nurse stated, the customer has not started insulin pump therapy and the motor error alarm already occurred. The nurse was advised the insulin pump needed to be replaced. No additional information provided.